Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system assembly connections, including the cine bridge pcb, image processor pcb and cine hard disk drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up when trying to perform the subtraction feature. No patient serious injury or death was reported related to this event.